Manufacturer narrative:
The ge service representative reloaded the system software and ordered parts for the system. The service representative is waiting for the parts to arrive to repair the system.

Event description:
The customer reported the system did not boot up. No patient injury was reported.